Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the guidewire (subject device) broke off inside the iliac artery of the patient. The physician was able to remove the broken piece of the guidewire with a unspecified type of snare device and the procedure was successfully completed with no patient consequences.

Manufacturer narrative:
FDA medwatch program number: mw5058362. Event date: corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed and an assignable cause was unable to be determined.

Event description:
It was reported that during the procedure, the guidewire (subject device) broke off inside the iliac artery of the patient. The physician was able to remove the broken piece of the guidewire with a unspecified type of snare device and the procedure was successfully completed with no patient consequences.